Event description:
Customer reported a death of a pt. Customer explained death was due to a hose misconnection as done by the customer. The customer explained that the fresh gas hose was disconnected; the hose from the bellows block to the breathing block had been removed from the breathing block and placed on the fresh gas outlet, resulting in no gas going to the pt. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing.